Event description:
It was reported that the patient had a fall and experienced shortness of breath. The right atrial (ra) lead exhibited intermittent  undersensing on stored electrograms (egm) with falsely classified termination of ongoing atrial arrhythmia. The right ventricular (rv) lead exhibited over sensing of non physiologic signals noted on stored egms. The ra lead and rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg implanted on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced syncopal episodes, light-headedness, dizziness and fatigue. The implantable pulse generator (ipg) exhibited a possible malfunction. The rv also exhibited rising thresholds, elevated thresholds, noise, oversensing and undersensing with pacing inhibition. Reprogramming was performed. The rv lead was subsequently capped and replaced. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.